Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital with hyperglycemia. The patient's blood glucose levels reached 270 mg/dl. The patient reported that their personal diabetes manager (pdm) began flickering on the screen. The patient removed batteries and put new ones in and a hard reset was attempted, but the pdm would not turn on. The patient went to the hospital and was treated with insulin and was discharged after 30 minutes.